Event description:
Bought product from (B)(6). After a few uses my eyes started to be irritated, and I had to go to the hospital for a check-up. Dose or amount: 1 unk, frequency: daily. Dates of use: (B)(6) 2017. Diagnosis or reason for use: (B)(6) "is the product compounded: no, is the product over-the-counter: yes, event abated after use stopped or does reduced: no, even reappeared after reintroduction: no."